Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in a rectosigmoidectomy, during the creation of the recto anastomosis with sigmoid the device clamp line did not close completely. They replaced the stapler and made another resection to complete the case.